Event description:
It was reported that during an unknown procedure, the device would not open. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.